Event description:
It was reported that during a unknown procedure that the battery died mid to late firing so they took out the battery flipped it an put it back and that fixed it and the knife finished firing and then was able to return to the home position. They believe the reason was due to quick pulse firings. Rep believes this glitch is something that r&d is working on in newer software changes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 6/28/2023. Batch # unk. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with nozzle damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. A review of the device event log was conducted. A software error was found that caused the device to disable firing and articulation function as a safety measure to prevent any inadvertent harm to the patient. The device can recover from this state by reinserting the battery. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 129c70, and no non-conformances related to the reported complaint condition were identified.